Event description:
This complaint is now reportable based on the analysis completed on 04/13/2007. It was initially reported that the maverick2 balloon catheter would not cross the calcified, severely tortuous mid rca (right coronary artery). The physician attempted to cross the lesion by "vibration" of the device, but the shaft of the catheter kinked. The procedure was completed with another MFR's 2.75x20mm balloon catheter. The pt's status following this event was reported as "good". The returned device was fractured upon receipt for analysis.

Manufacturer narrative:
Device analysis confirmed that a break had occurred in the hypotube. The break was located approx 15.7 cm distal to the strain relief. A severe kink was noted in the midshaft section of the device approx 1.5 cm proximal to the port. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. Generally complaints of this nature occur as a result of excessive forces having been applied to the device through some form of restriction. The root cause of the break is unk. The complaint does state that the lesion was calcified and severely tortuous. Both of these factors would influence a complaint of this nature. It is most likely that a result of this kink the hypotube eventually broke at this damaged site.